Event description:
It was reported that during the night the nurse found that the pump stopped pumping. There was no alarm and the pump was not working on pt for 30 minutes. The pump did not generate any recording paper. There were no reported pt injuries.

Manufacturer narrative:
Evaluation: actions taken: maintenance inspection executed. "Changed the key pad, but not related to this deficiency."